Event description:
The caller states that the right brake has broken on the device. The caller states that the model is rolls wheelchair.

Manufacturer narrative:
Follow up to be sent if additional information is received.